Event description:
The patient experienced sporadic periods of apparent moderate baclofen withdrawal that seemed to be remedied by dosing adjustments. The most recent incident occurred on (B)(6) 2012. The patient reported to the hospital with baclofen withdrawal characterized by increased tone. Troubleshooting measures performed included catheter access port (cap) aspiration and a CT dye study; however they failed to demonstrate an obvious issue. The patient underwent a catheter replacement procedure on (B)(6) 2012. Prior to the catheter revision/replacement the patient's dose was lioresal 2000mcg/ml, 450 mcg/day; and following the procedure was 200 mcg/day. The results of the dye study were later described as being "successful". Cap aspiration was successful, and also noted as being "without resistance". The reason for catheter replacement procedure was noted as being due to inconsistent therapy. The concentration of lioresal was indicated as being "1000". The patient's status was unknown to the reporter.

Manufacturer narrative:
Analysis of the catheter model # 8598 revealed catheter body user related hole. What appears to be a shear hole was seen on segment 3 in the area of the 25 cm hash mark. Also, foreign material was seen on the surface of segment 3. Analysis of the catheter model # 8596 revealed catheter body user related hole. What appears to be a hole caused by a needle stick was seen on segment 1 8 cm from its proximal end. The hole went in one side and out 180 degrees on the other side. Also, foreign material was seen on the surface of segment 2.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model, 8598, serial# (B)(4), implanted: (B)(6) 2004, explanted: unk; catheter: model: 8596, serial# (B)(4), implanted: (B)(6) 2004, explanted: unk. (B)(4). Partial catheters were returned. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.